Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. Technical services (ts) recommended reprogramming options. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.